Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The power supply cord was cut and the u13 8-bit cmos flash micro-controller on the bedside board was internally shorted. The cause for the failure was isolated to the damaged power supply and shorted component. The root cause for the cut power supply cable was physical abuse. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power up.